Event description:
The manufacturer was informed of an early explant of a percival plus size s sutureless aortic valve. Reportedly, the device had been implanted on (B)(6) 2025 but the patient developed a severe paravalvular leak after few days. Therefore, the percival valve was explanted and replaced with a sutured bioprosthesis from a different manufacturer (edwards lifesciences, unknown model and size) on(B)(6) 2025. As reported, the jet was difficult to visualize on echo due to shadowing of a mvr, but the leak was clearly paravalvular, and no central leak was present. Upon removal of the perceval device, no visible issues were noted on the valve. According to the medical assessment, the paravalvular leak (pvl) was most likely due to valve oversizing. Although a perceval plus size s was implanted, the patient had a very small body size and correspondingly small cardiac dimensions. Based on the further information received, the patient was discharged and is doing well.